Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. No blank display noted. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime or no delivery tests due to display anomaly. Motor passed motor test. The device had minor scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and blank display. The blood glucose at the time of the incident was 170 mg/dl. Customer had a motor error alarm and then got a blank display. Troubleshooting was not able to resolve the issue. After the customer inserted the new battery, the display did not return and there were black slashes on the screen. The device was returned for analysis.